Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's implantable cardiac monitor (icm) was under-sensing. Programming change recommendations were provided to the clinic to resolve the issue and the patient will be continued to be monitored. The patient was in stable condition.